Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, the image issue was noted to be due to component failure and attributed to electronic component failure. The root cause cannot be conclusively identified. Reasonably known information suggests probable causes such as mechanical problems like: leakage/seal; stress; deformation; wear and tear. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited no image. There was no patient involvement.